Manufacturer narrative:
(B)(4)

Event description:
Patient reports he has no groups programmed on his patient programmer. He is able to increase or decrease stimulation but has no groups. Medtronic personal will meet with patient for programming. Medtronic representative states patient feels no stimulation and impedances are high on the 1x4 lead implanted with 1x4 adapter. Impedance readings are: (0-1) 4241 ohms, (0-2) 7019 ohms and (0-3) 9278 ohms. Additional information has been requested and if received, a follow up report will be sent.